Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, side branch occlusion occurred. The patient presented april 2013 due to unstable angina with mi and was referred for cardiac catheterization. The target lesion was located in the left anterior descending artery (lad) with 90% stenosis, a length of 24 mm, and a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation, and placement of a 2.50 x 38 mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline core lab angiography result revealed 0% side branch stenosis at the first diagonal artery however following index procedure, coronary angiography revealed 70% 'branch percent stenosis'.